Event description:
The device reportedly gave a continuous connect electrodes message during pt use. The pt was not resuscitated. The rptr stated that the reported event did not cause or contribute to the pt's outcome. The statement was based on the paramedic's assessment of the pt's lack of viability. The electronic pt record was not made available.